Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances on the right atrial (ra) lead, measuring greater than 2000 ohms. In addition, noise and oversensing were also observed on the ra lead. The pacemakers lower rate limit (lrl) was set to 35 beats per minute (bpm). It was noted the patient was not tolerating the heart rate of 35 bpm very well. Subsequently, a revision procedure was performed. The ra lead was surgically abandoned and replaced. The pacemaker was explanted and replaced as the patient's therapy was upgraded to an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.